Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung procedure, while they removed the parenchyma, the stapler was able to fire but the distal staple formation was poor and the distal staple line was also incomplete which required replacement of new staples. They used a new device, completed after molding to complete the case. There was no patient injury.